Manufacturer narrative:
The rse evaluated the device remotely and determined that the ECG cable has poor contact, and the ECG signal is intermittent. The rse recommended the customer to tighten the cable. Hence the customer reseated the cable and the found no other abnormality with the device function. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to the loose contact of the cable. The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the ECG cable has poor contact and the ECG signal is intermittent. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.